Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the 29mm commander delivery system (ds) with the crimped s3ur valve caught on the distal tip to the 16fr esheath+ while being inserted. After additional insertion force was applied, the ds was able to advance further and the valve was successfully implanted. The ds and esheath+ were removed as a single unit. During removal of esheath+, a piece of its distal tip was noted to be torn away, but still attached. Per report, the patient remained in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: liner fully expanded (as designed), all score lines present, radial/axial tip tear along the distal liner edge and adjacent to the axial score line, hdpe stretching along tears, and soft tip damage. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Post-procedural imagery was provided and revealed a radial and axial tip tear along the distal liner edge of the esheath+ with hdpe stretching along the distal tip tears and soft tip damage. Pre-procedural imagery showed that the patient's right access vessel had presence of tortuosity and calcification. In this case, the complaints of difficulty advancing through sheath distal tip torn were confirmed from imagery review and the returned product evaluation. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. As such, available information suggests that variability in tip expansion and/or patient factors (tortuosity, calcification) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.